Manufacturer narrative:
Removal of foreign body is not labeled. Material separation is not labeled. One damaged inner catheter was returned. The catheter had separated approximately 4cm from the device hub. The material in the immediate region of the separate was stretched and thin. This appearance is representative of a catheter that has met tensile resistance beyond its design. Per specification, quality control personnel confirms the type and outside diameter of tubing for the catheter, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. They also confirm that the surface is clean and free of imperfections and the dimensions of the inner and outer diameters. Per the description of the event, the catheter was placed in an area with significant calcification. Due to the condition of the returned device, it is likely that the catheter met resistance beyond its design due to the significant calcification. A cut down was necessary to retrieve the remainder of the device from the patient. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment (qera), no risk mitigating action is necessary at this time.

Event description:
The physician tried to access the right femoral artery in an area with significant calcification. After attempting with 3 micropuncture sets, the 3rd micropuncture set's inner catheter separated approx. 3 - 3.5 cm from hub. A cut down was needed, and an endarterectomy was performed to remove the remaining piece of the device. Patient is in stable condition.